Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence because the artificial urinary sphincter (aus) has not performed as expected for a year or two. The patient underwent a revision surgery and all components were removed and replaced. The explanted device exhibited fluid loss likely due to a small hole. All components were removed and replaced.